Manufacturer narrative:
G4:17nov2020, b4:01dec2020 . The data acquisition (da) pcba was returned to failure investigation (fi) for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The u5 was replaced on the da pcba. The defective u5 on the da pcba created the barometer sensor range error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported error barometer sensor range error alarm occurred during use. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician confirmed the reported issue. The technician observed barometer sensor range error. It was confirmed that the displayed barometric pressure value was largely different from the actual one. The manufacturer¿s international service technician replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.